Event description:
The report is from a study. The pt had a history of ptca, hypertension, hyperlipidemia, diabetes, and silent ischemia. The pt had 3-vessel disease at the time of the index procedure (rca, proximal lad, and obtuse marginal). The target lesion was the proximal left anterior descending artery (lad). The lesion was calcified and had a timi flow of 0. The lesion was pre-dilated with a 2 x 26 mm balloon at 22 atm. A 3 x 33mm bx sonic stent was deployed at 22 atm. Diameter stenosis was less than 30%, based on visual assessment. Final timi flow was 3. There were no complications. Approx 8 months later, angiography showed 60% stenosis of the target lesion. Timi flow was 3. Proximal edge of the index stent was revascularized. There were no complications.

Manufacturer narrative:
This prod is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. Add'l info will be submitted within 30 days of receipt.